Event description:
The customer reported that during a laparoscopic hysterectomy, the device would not re-open while applied to tissue, although the handle could be ratcheted open. Reportedly, the surgeon was not taking larger than normal bites of tissue. The surgeon resected the tissue directly adjacent to the jaws of the device in order to remove it from the tissue, and a significant amount of blood loss (between 200-300 cc) resulted.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.